Event description:
During a bronchoscopy, a disposable cytology brush was passed through a broncoscope and when withdrawn, the plastic sheath was found to have broken off. Three plastic pieces removed from the airway by the physician.